Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer reported a blood glucose (bg) level of 600 mg/dl, but stated that the elevated bg occurred prior to the alarm 19. Reportedly, the customer had an alternate pump as alternate insulin therapy.